Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not working. Provided no power/energy. The only troubleshooting step taken was changing to another vh-4030 hp 2 extension cable. No patient effects or delays reported. Opened up another vh-4030 to complete the case.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The reported device is an OEM device, therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.